Manufacturer narrative:
There was no reported patient complication resulting from the alleged issue. The device will be investigation and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A customer reported an issue with the valve. The report states that during a circuit assembling an operator found two of fiberly dusts colored in black in the retroguard housing the retroguard housing. The operator elected not to use the valve for the circuit.

Manufacturer narrative:
Following visual inspection of the device, fiber like particulate was seen in the fluid path of the component. Quest medical has implemented several controls to prevent this issue including maintenance of an iso class 8 manufacturing environment, employee gowning and uniform procedures, routine cleaning, batch to batch line clearance activities and manufacturing surface cleaning. The DHR for this device was reviewed and no anomalies were identified. The root cause is unknown. As a proactive measure, quest medical has initiated a CAPA to further investigate this issue. No further supplements will be submitted unless new significant findings emerge.